Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report gripper actuation issues. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and while grasping the leaflets the anterior gripper would not lower. Trouble shooting techniques were performed by locking and unlocking the clip as well as inverting the clip in the left atrium and releasing sleeve curves. However, troubleshooting was unsuccessful and the cds was removed and replaced with a different cds. One clip was successfully implanted reducing mr to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported gripper actuation issue appears to be due to the gripper line getting caught on the frictional elements. However, a cause for how the gripper line got caught cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.